Event description:
On (B)(6) 2022, customer received a suspected false positive result from cartridge serial number (B)(4) (lot 16451f). The positive result was overturned by 3 negative cue tests on (B)(6) 2022 via cartridge serial numbers: (B)(4). The customer has no known exposures, has not taken additional re-tests besides with cue, and the cartridges were stored and operated at the recommended temperature range.

Manufacturer narrative:
A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to version 0.17.7, released in late december 2021, to detect and cancel the test instead of releasing false positive results.